Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving clonidine at 308.20 mcg/day, bupivacaine at 3.082 mg/day, and morphine at 15.41 mg/day via an implantable infusion pump. The concentration was unknown. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient's pump is empty. The patient's managing healthcare professional (hcp) died, and the patient has not found another hcp yet. The patient has been to the emergency room (ER) 3 times over the prior week. The pump was empty on (B)(6) 2015, but the patient symptoms did not start until the prior week. The patient contacted a surgeon, but has not contacted any other hcps to fill the pump. The patient symptoms included fever, chills, throwing up, and dehydration. The onset of the symptoms was gradual. The event date was reported as (B)(6) 2015. Physician listings were requested. The steps taken to resolve the event and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.